Event description:
Customer reported via phone, the sensor was giving inaccurate readings and it's triggering the insulin pump to go into threshold suspend. Customer's blood glucose was 7 mmol/l and sensor was 2 mmol/l. Troubleshooting was performed. Current blood glucose was 7.6 mmol/l and sensor was 3.4 mmol/l. Customer was advised how to properly calibrate the sensor. Customer was advised to wait five hours to see if sensor reading improve and are closer to blood glucose readings. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Analysis and testing of the enlite sensor not possible due to the customer did not return the sensor; the customer only returned the insertion needle.